Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider and consumer via a company representative regarding a patient receiving sensorcaine 2.5 mg/ml at 2.0 mg/ml, clonidine 25 mcg/ml, and morphine 5 mg/ml at 0.9403 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as stenosis and non-malignant pain. It was reported that the patient was in a nursing home and the patient's son forgot about the patient's refill date. The low reservoir alarm date was (B)(6) 2015 at 1ml, but the company representative had not yet read the logs. The company representative saw that the pump had been dry for 3 months. An empty pump alarm was occurring. The patient went through sudden withdrawal while they were in the nursing home. No withdraw signs were present at the time of report. The alarm did go off while in the room, so the alarms were working. The patient was refilled with alarms set for 2ml for low, and the healthcare provider decrease the dosage by 50%.